Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted the patient's right ventricular lead was capped and replaced on 8/27/2018. The patient was stable.

Event description:
New information received noted the patient's right ventricular lead also exhibited oversensing.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited noise which triggered high ventricular rate episodes. Upon review, intermittent low impedance was also noted. The discussed programming changes may be performed during the patient's next follow up.

Event description:
New information received noted the patient presented in clinic for follow up. Upon review, continued right ventricular lead noise was noted. No intervention was reported. The patient was stable and will continue to be monitored.